Event description:
Results from aspiration showed higher levels of cobalt 5.0 and elevated chromium 0.8 were enough concerns to revise rejuvenate stem and liner. Liner replaced due to surgeon opinion of larger head creates large fulcrum arm. Revision system chosen was a restoration modular stem (cone/conical).

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown head. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.

Manufacturer narrative:
This event is related to voluntary recall ra 2012-067. This recall was initiated due to the potential risks associated with modular neck stems.

Event description:
Results from aspiration showed higher levels of cobalt 5.0 and elevated chromium 0.8 were enough concerns to revise rejuvenate stem and liner. Liner replaced due to surgeon opinion of larger head creates large fulcrum arm. Revision system chosen was a restoration modular stem (cone/conical).